Event description:
It was reported that the ventilator shut down and did not come back on while connected to a pt. The caregiver called 911 and the pt was in the hospital for three days.

Manufacturer narrative:
Na.